Manufacturer narrative:
After installing the battery, the unit shows low power battery sign and no key function due to corroded battery tube spring noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Troubleshooting was performed. The customer also stated that they were able to clear the alarms and able to rewind the insulin pump. Self-test was passed. Insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.